Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a pinkish display screen, intermittent functionality of the keypad buttons and contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to have 2 cracks near the threads. The battery cap was not returned; a test battery cap was used to complete the test steps. A pinkish contrast was observed on the display screen and was still able to be safely read. The keypad was observed to be fully intact with no peeling observed. The contrast, up, down and ok buttons were observed to be intermittently unresponsive to testing. The keypad cover was removed and contamination under the contrast, up, down and ok button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.